Event description:
Pt was undergoing laparoscopic sleeve gastrectomy. In conjunction w/peri-strips the stapler was being used to divide the length of the stomach and perform the sleeve gastrectomy. During the stapling the stapler had 1 misfire. The gastric pouch side appeared intact while the specimen side was completely left open. The open gastric portion was clipped closed as this was going to be removed. A 2-0 vicryl suture was run over the staple line on the pouch side as it could not be verified that the staples were not intact on this side. Three quarters of the sleeve was oversewn.